Event description:
It was reported that bd arterial cannula 20g/45mm catheter broke/separated date of incident:(B)(6) 2025, our ref: (B)(4), incident summary: patient had an arterial line inserted for a surgery. Upon completion of surgery the patient was transferred to the recovery and before transferring to the ward when the recovery nurse removed the arterial line, the distal part of the line sheared and stayed within the vessel. Incident: the patient was in recovery following laparotomy, appendicectomy and washout and the nurse took out the arterial line from the left radial. The patient also had a cannula which was inserted close to the arterial line and as a result the dressings were overlapping. The nurse did have to use scissors to remove the dressing but confirmed that the scissors were nowhere near the arterial line. There is a specific dressing for the arterial line which was appropriate. The cannula had fluids going through it. The nurse removed the arterial line and the blood sprayed, the nurse applied pressure. At the time the nurse did not know that part of the arterial line remained in the patient. The butterfly had come out but the cannula was still in. When the nurse checked to see if the end was attached, they couldn¿t see it on the floor or in the bed. The vascular registrar and anaesthetist were informed and an ultrasound scan was performed which confirmed that a part of the arterial line remained in the patient. The vascular registrar took a photo and the arterial line was not kept. The registrar spoke to the consultant and identified that it wasn¿t detrimental to the patients¿ health. Removal of the foreign body was performed on (B)(6) 2025 under local anaesthetic.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issues of needle retraction failure and blood excess/ splash/ spill were confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.